Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The patient experienced skin irritation at the insertion site but it was bearable so they will continue use of the product. It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated there was irritation from the sensor adhesive at the insertion site. A physician had instructed them to use this alternate site due to a previous reaction at another location. The reaction was bearable, so the physician told them to continue using the product. No treatment for the reaction was reported. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.